Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Unable to perform functional testing due to the disassembled handpiece. The root cause of the failure was unable to be determined due to the condition in which the device was returned. A review of the device history record (DHR) for aquabeam robotic system, serial number (B)(6), and aquabeam handpiece, lot number 24c03139, was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. Table 5: system detected errors and faults e21 ¿ motorpack error release foot pedal and click x. If error persists, replace motorpack. E22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam robotic system generated codes: "e23 - motorpack error r position lost" and "e21 - motorpack error r motor signal lost". Despite the errors, the treating surgeon was able to complete the case. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.